Event description:
It was reported the patient had an active alarm occurring for a motor stall. Pump logs indicated a motor stall occurred on (B)(6) 2015 at 10:56 and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 10:56. The pump was reprogrammed without success. The patient showed withdrawal symptoms specified as tremor. The pump was explanted on (B)(6) 2015. The patient was listed as "alive - no injury" but no patient outcome was reported. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Analysis of the pump ((B)(4)) found gear train anomalies of corrosion and the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.